Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: [first time; (B)(6) 2019]: coagulase negative staphylococcus (3cfu). [Second time; (B)(6) 2019]: pseudomonas (50cfu). [Third time; (B)(6) 2019]: the suction and instrument channel : coagulase negative staphylococcus (4cfu) and corynebacterium (2cfu), the air/water channel : agrobacterium radiobacter (1cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.